Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage to the underlying armor layer of the pump cable was noted through the review of the submitted photo. The reported superficial damage to the driveline pump cable can be confirmed through the evaluation of the submitted photo. A specific cause for the damage cannot be conclusively determined through this evaluation. The account submitted a photo of the patient¿s driveline which revealed the reported damage to the outer jacket of the pump cable. The damage appeared to also affect the underlying armor layer. A review of the submitted log files revealed no unusual events were captured, and the device appeared to operate as expected at the set speed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient, who has not been seen in clinic since 2021, presented with extensive driveline damage, for which, the patient had been applying "liquid electrical tape". The patient was reported to be asymptomatic, denies alarms, and no interruptions or alarms were seen on interrogation. The event log file indicated that, despite the outer damage to the driveline, the internal conductors were not compromised. It was recommended to cover the damage with rescue tape to avoid moisture ingress. The log file data also indicated that the emergency backup battery (ebb) had expired. It was recommended to replace the ebb.